Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the sterile packaging of device was damaged. There was a hole in the tyvek/blister packaging that compromised sterility but the outer box was intact. There was no fault with the product and it wasn't used on patient. Impossible to say when the damage happened. The customer advised they have disposed of the product via normal hospital process. There was no adverse consequence for the patient.